Manufacturer narrative:
Device evaluation: the preloaded insertion system and intraocular lens (iol) were returned to manufacturing site for evaluation. Visual inspection revealed scarce amounts of viscoelastic solution on the cartridge, which indicates that the unit was handled and prepared for surgical use. The lens was observed caught in the cartridge tip and a cartridge crack was observed. The plunger and pushrod were fully advanced in the preloaded insertion system. Also, no assembly error and/or defect were observed in the preloaded insertion system related to manufacturing process. A manufacturing record review was performed. The manufacturing process record was evaluated and the product was manufactured and released according to specification. The calculated occurrence rate is within the acceptable probability and no product deficiency was identified. In addition the directions for use (dfu) were reviewed. The dfu adequately provides the customer with information on precautions and proper device usage. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Results: no failure detected, should have been included on follow-up report #1 to capture results of the manufacturing record review. Conclusions: no failure detected, device operated within specification, should have been included on follow-up #1. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens inserter went through the side of the cartridge of a preloaded intraocular lens (iol) system. The report indicates the lens touched the eye but the doctor noticed the issue and removed the cartridge with lens from the eye before it happened, so the lens was never fully in the eye. There was no patient injury reported and the procedure was completed with the same lens model and diopter. No other information was provided.